Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked between luer adaptor and blue winged luer cap during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction to d4 lot #. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The lot was manufactured from august 15, 2019 - august 16, 2019. The actual device was received for evaluation. A visual inspection was performed using the naked eye found fluid inside the bag that contained the sample; an untightened blue winged luer cap was found. The cap thread was not exposed. A white mark was observed inside the blue winged luer cap. Functional testing was performed by filling the device with green colored water. After fill and prime, the blue winged luer cap was hand tightened. The sample was being monitored until the next day and no signs of leak were observed. The reported condition was not verified during functional testing. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.